Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle and scope connector cover (c-cover) was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The events can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, foreign objects were found in the nozzle and the plastic distal end cover of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during the device evaluation: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the play of the up/down knob was out of the standard value due to wear of the angle wire; the plastic distal end cover had a scratch; the adhesive around the light guide lens had discoloration; the forceps elevator lever had a scratch; the forceps elevator knob had a scratch; the up/down knob had a scratch; the right/left knob had a scratch; the universal cord protector on the scope connector side had a scratch; the scope connector cover unit had a scratch; the switch box had a scratch; the scope cover had a scratch; the scope connector had a scratch; the universal cord had a scratch; the grip had a scratch; the control unit had a scratch; the water removal ability did not meet the standard value due to clogging of the nozzle; the adhesive on the bending section cover had a chip; the connecting tube had a dent; and the connecting tube had a scratch. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) (documented here due to character restriction in respective field).